Event description:
Reporter indicated that the patient's generator was protruding, and looked as though it had "popped" some of the stitches. The patient was refered to the surgeon that originally implanted the device, to have the device re-positioned and to resolve the protrusion. Attempts for further information regarding the issue have been unsuccessful to date.